Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported an undefined number of false negative results with the binaxnow covid-19 antigen self test performed on (B)(6) 2022. Pcr confirmation testing was performed and generated positive results. The consumer stated the patients were symptomatic. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The answer to b4, date of this report question, in the initial submission should have been 06feb2022.